Manufacturer narrative:
On 8/19/2019, device evaluation and investigation findings: upon receipt to mentor, the device contained no fluid. White material was observed within the device and brown material on the shell surface. Evaluation of the device revealed a rent measuring approximately 0.1cm within an area of siltex cracking on the posterior aspect. Parallel lines of shell wear were also observed on the posterior aspect, suggesting in-vivo folding or creasing of the device. Delamination from shell was also observed on the posterior aspect. No other anomalies were discovered. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent, siltex cracking and delamination occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report contains supplemental information for mentor asr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast implantation procedure of unknown type with a mentor siltex round moderate profile 275cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2017. This report contains supplemental information for mentor asr reference number (B)(4).

Manufacturer narrative:
On 8/23/2019, device evaluation and investigation findings were updated with mre report. Upon receipt to mentor, the device contained no fluid. White material was observed within the device and brown material on the shell surface. Evaluation of the device revealed a rent measuring approximately 0.1cm within an area of siltex cracking on the posterior aspect. Parallel lines of shell wear were also observed on the posterior aspect, suggesting in-vivo folding or creasing of the device. Delamination from shell was also observed on the posterior aspect. No other anomalies were discovered. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent, siltex cracking and delamination occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. On 8/23/2019, a manufacturing record evaluation (mre) was performed for the finished device number 53926 , and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).